Event description:
During an oral procedure, the pt sustained a burn, less than 1/2 inch in size, on the lower right lip near tooth #3. The burn was treated with a topical ointment and scarring is not expected.

Manufacturer narrative:
The drill and guard in the event were received and evaluated. Several components in the drill were replaced, and the product was returned to the customer. The most likely cause of this event is the guard making contact with the nose cone.